Manufacturer narrative:
(B)(4). This is a report of a use error where the patient had the patient line clamp closed during priming and connected before checking the patient line for complete prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm. The patient was connected to the homechoice. The patient stated the patient line clamp was closed during priming. The technical service representative (tsr) explained to the patient about checking the patient line before connecting to the homechoice. The patient stated they were not aware. The tsr assisted the patient to end the therapy. The tsr advised the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.